Event description:
It was reported that the atrial automatic threshold test of the pacemaker was suspended due to low evoked response. The device also alerted due to low atrial intrinsic amplitude. The p-wave had decreased from 2 mv at implant to as low as 0.4 mv. Atrial loss of capture, undersensing and a large decrease in atrial pace impedance (from 800 ohms at implant to a current value of 481 ohms) were also observed. Technical services recommended in-clinic review of the atrial lead parameters. The atrial lead remains in service and no adverse patient effects were reported.